Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, upon startup, liquid crystal display (lcd) display did not come on and the product surveillance technician (pst) saw smoke coming out of blood parameter monitor (bpm) monitor. The pst observed the single board computer (sbc) printed circuit board assembly (pcba) was defective, as power supply (ps1) component had shorted. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no display on the blood parameter monitor (bpm) and smoke generated from the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Additional information: when the bpm unit was powered on, the screen went dark and displayed nothing. Although they powered on/off the unit several times, beep sound remained and nothing displayed on the screen. Then the user noticed burnt smell and found black smoke was coming from the back of the unit. The user turned off the unit, pulled the power cable out and changed out the bpm unit.